Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the caller called back and reported that the replacement dtc did not resolve the issue. Confirmed the green light on the dtc is illuminated. Emailed repair to request a replacement recharger.

Manufacturer narrative:
H3. Analysis of desktop charger cord product ID 37761 (serial no (B)(6) found " cable assembly had a frayed cord" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient reported that the recharger screen was blank and it was not taking a charge from the desktop charger (dtc). The patient thought this was odd because the recharger battery level was 50% as of last friday before they put it back in the bag. The patient had the dtc connected to the recharger for 10-20 minutes but the screen remained blank. The patient tried other outlets but the issue persisted. The patient confirmed the power indicator led on the ac power supply was green. Agent had the patient examine the dtc and they noticed that the connector pin was slightly bent. However, the patient said the dtc fit snuggly when they connected it to the recharger. Agent had the patient reset the recharger and they saw the splash screen followed by the 'charge your recharger' warning screen, but the screen went blank again when they connected the dtc. The issue was not resolved. An email was sent to the repair department to replace the dtc due to the bent connector pin.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.